Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no reported patient involvement. During the evaluation of the device at the third-party service center, the blower did not have any power. The third-party service technician stated that the blower needs to be replaced to resolve the issue. Additionally, unrelated to the reportable malfunctions, the sound abatement foam was replaced. No further investigation is required.